Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records found that the manufacturing documents were reviewed and no complaint related issues were found. Packages were not sent along with self drilling screws. Investigation could not be completed. Device(s) listed in this additional information received regarding this event after filling this report shall be filed on a supplemental MDR.

Event description:
It was reported that during re stocking it was noted by the materials manager that the package of item part number 294.771 4.0mm 3.00mm self drilling screw contained part number 294.769. The product was not used for a procedure and not patient harm was reported to this event. This is report 1 of 1 for complaint number (B)(4).